Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ , number 14 states, "postoperative bone fracture and pain." Number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06616 and 2015-00219).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6), 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6), 2013 due to patient allegations of pain. Review of invoice history confirms the acetabular cup, modular head and taper liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6), 2013 revision was due to pain and metallosis. The patient¿s operative report noted metal-tinged synovial fluid, metal staining of the soft tissues, and osteolysis. Additional information received in patient medical records reveal patient¿s blood was tested on (B)(6), 2013.